Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the mid lad. 1 day later the patient suffered perioperative myocardial infarction in a non target vessel. The patient was retested. The investigator reported the event as possibly related to the index device and not related to the antiplatelet therapy. Patient recovered.